Event description:
I'll have to look up the exact date of the lasik surgery, but it's been years since I had it. Basically what it boils down to, is that this 'risk free' surgery to repair my eyes actually made things worse. Much worse. It was gradual- right after the surgery, my vision was okay, better than with glasses, but I had severe dry eye that I constantly had to put drops into- and with the dorps needing to be basically over-flowing in my eye to be comfortable I wasn't too thrilled. Then I started to notice the night vision problems. I use to be able to see things almost perfectly in the dark, able to make out details on people's faces even without my glasses; now, on the other hand, I cannot walk down a hallway without touching the wall because I will run into it, and I find this very disheartening and actually depressing. More of a giant concern on my part is that my astigmatism has come back, and now it's just about the same if not worse than it was prior to the surgery. I've been back in glasses for 3 years now, and I have gone back once after the procedure to tell them my vision was getting blurred, but they looked at my eyes and dismissed it as a mere eye infection and it'll be okay. As if I didn't know my eyes! It was true I had a minor infection earlier that week, but never has an infection blurred my vision like that -nor lasted for 3-4 years- and I never went back. I was never told that my eyes would revert back to a prior if not worse state, I was never told that there would be severe night vision problems, that the halos around lights would make driving at night in the rain near impossible- meaning on several events I've had to pull over and wait it out or stop by a friend's house that was close by for the night. Never! This is the worst mistake I've ever made in my life, and I'm an artist! It kills me to know that soon enough I'll never be able to do my work that I love, and I've been fitted with glasses, but year after painful year, the prescription gets worse and worse, and at a more rapid speed than before the surgery. "Risk free and with out glasses my rear". I'm seriously hating life since the surgery, and if I had really known or been told outright that these risks were debilitating then I'd have passed it up, been happy with being able to see at night with comfortably moist eyes and still having to get a prescription every year.